Manufacturer narrative:
Returned to manufacturer on: unknown. The investigation date has been used for this field. (B)(6). Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 107715 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd preset¿ eclipse¿ rubber stoppers remained inside after opening. No serious injury or medical intervention reported.

Manufacturer narrative:
Medical device brand name: original entry: bd preset¿ eclipse¿. Updated entry: bd vacutainer® sst¿ ii advance plus blood collection tubes. Unique identifier (UDI) #: original entry: (B)(4). Updated entry: (B)(4). PMA / 510(k) #: original entry: k022426. Updated entry: bk050036.